Manufacturer narrative:
The lens has been returned to b and l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed due to iol capture one day post lens implant. The pupil stayed dilated and eye pressure stayed at 38. Capsular bag was distended. The incision was enlarged, the lens was replaced with same model lens, and sutures were used. This event refers to the pt's right eye.